Manufacturer narrative:
The investigation for the reported issue has been completed. The device event logs were reviewed and confirmed the reported issue. The device was inspected and it was determined the root cause of the issue was a defective coin cell battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller would not save its date and time after power cycling. It was reported that after powering the unit off, the date would reset to 05-dec-2011. There was no patient harm reported for this issue.